Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance to trouble shoot the reported issue. Follow up with the reporter confirmed that the facility biomed isolated the cause for the device problem to be failure of the power conversion pcb assembly. The customer opted to retire the device rather than repair due to the device age and repair costs. The device was not returned to physio-control for evaluation/repair.

Event description:
It was reported that the device had no energy output and gave the energy fault message while discharging into a test equipment. There was no patient use associated with the event.